Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: device manufacture date: january 22, 2019 - january 23, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume folfusor. This issue was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.